Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient¿s mother found the patient having a seizure. Prior to this, the patient was experiencing weakness, feeling "off-balance, and had some twitching. The patient¿s cgm was reading 200 mg/dl. No bg meter comparison was done at this time. The patient¿s mother called emergency medical service (ems). Upon waiting for ems and after the patient stopped seizing, the patient¿s mother provided the patient with apple juice and yogurt as treatment. Once ems arrived, the patient¿s bg meter reading was 92 mg/dl (due to the patient already being treated with apple juice and yogurt). No cgm comparison value was provided. No further medication or treatment were provided. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.